Event description:
The following was reported to gore: on an unknown date in (B)(6) 2016, the patient presented with a type a dissection along with an intramural hematoma and also a subdural hematoma from a fall that was treated with a conformable gore® tag® thoracic endoprosthesis in conjunction with a gore® viabahn® endoprosthesis in the innominate artery to create a chimney. In (B)(6) 2017, erosion of the ascending thoracic aorta was visible. According to the physician the device might have worked against the 3d rotational motion of the ascending aorta. Open surgical repair is planned.

Manufacturer narrative:
Refer to field for the results of the imaging evaluation. The gore® tag® thoracic endoprosthesis is indicated for endovascular repair of the descending thoracic aorta. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), safety and effectiveness of the gore® tag® thoracic endoprosthesis have not been evaluated for treatment in the ascending thoracic aorta. The IFU also states that complications associated with the use of the device may include but are not limited to erosion and reoperation.

Event description:
On an unknown date in (B)(6) 2016, the patient presented with a type a dissection along with an intramural hematoma and also a subdural hematoma from a fall that was treated with a conformable gore® tag® thoracic endoprosthesis in conjunction with a gore® viabahn® endoprosthesis in the innominate artery to create a chimney. On (B)(6) 2017, erosion of the ascending thoracic aorta was visible during follow-up imaging. According to the physician the device might have worked against the 3d rotational motion of the ascending aorta. Open surgical repair is planned.